Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged. It was observed during post-operative check that the atrial and ventricular electrograms (egms) lined up. A chest x-ray was performed and confirmed lead dislodgement. This lead was successfully repositioned and still remains in service. No additional adverse patient effects were reported.